Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they needed assistance programing the pump. The customer's blood glucose level at the time of incident was 446mg/dl. The customer treated the highs with the pump. The customer declined to troubleshoot for the highs. The customer was assisted with programing the pump.